Manufacturer narrative:
Device passed the self test, displacement test and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08635 inches. No missing segment or partial display noted during the testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had partial display. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.